Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The computer was returned to the manufacturer for analysis. The system passed a system checkout and was returned to an operational condition. Functional analysis was performed on the returned computer. It was found that the there was a hard drive issue.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that upon boot up into the clinical ear, nose & throat (ent) application and the admin screen, the system showed ¿decompressing linux¿ and after some time, it showed an sr manager failure. The issue persisted after multiple reboots and there was no disc in the disc drive. There was no patient present when this issue was identified.